Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed multiple insulin pump errors. Customer¿s blood glucose was unknown at time of incident. Customer stated that insulin pump had hardware low level failure during self test during at time of first self test and also alarmed for failed battery test. Customer also reported that insulin pump alarmed for the critical block and inverse critical block did not add to zero. Customer was able to rewind the insulin pump but self test did not passed. Customer declined troubleshooting for hardware low level failure and failed battery test. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement, and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. No failed battery alerts or power anomalies noted during testing.